Manufacturer narrative:
The pump was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the implantable pump did not distribute the baclofen, though the fluid could be aspirated by a needle and the reservoir seemed to be filled. The catheter was 'good'. The hcp was able to aspirate the reservoir and the reservoir appeared to be filled. The pt experienced a lack of effect associated with the event. The pump was replaced. The pt did will afterward.